Event description:
Patient original procedure was done in 2020. Patient began having backing out of proximal screws, on x-rays one of which was noted to be broken as well. Patient under went revision where proximal screws that were displaced were removed as well as broken screw. Threaded portion of the broken screw as well as the rest of intact hardware remained in patient.